Manufacturer narrative:
Citation: okamura h et al. Contemporary outcomes of composite aortic root replacement in elderly patients. Interact cardiovasc thorac surg. 2020 mar 1;30(3):443-450. Doi: 10.1093/icvts/ivz267. Advance access publication 22 november 2019. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the clinical and hemodynamic outcomes of patients who underwent composite aortic root replacement. All data were retrospectively collected from a single center between 2005 and 2017. The study population included 47 patients and was predominantly male with a mean age of 71 years. Bioprosthetic valves were used in 27 patients and mechanical valves were used in 20 patients. Of the 27 bioprosthetic valve patients, 12 were implanted with medtronic mosaic valves. No serial numbers were provided. Among all 47 patients, 8 deaths occurred (in-hospital mortality: 1, late mortality: 7). The deaths were attributed to intestinal necrosis after redo aortic root replacement for prosthetic valve endocarditis (1), malignancy (1), acute myocardial infarction (1), heart failure (1), senile deterioration (1), descending aortic aneurysm rupture (1), and unknown causes (2). Multiple manufacturers devices were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all 27 bioprosthetic valve patients, adverse events included: reoperation for bleeding, prolonged ventilator use of more than 48 hours, low cardiac output syndrome, new onset atrial fibrillation, mean trans-prosthetic gradients between 20 and 40 mmhg (moderate hemodynamic structural valve deterioration), thromboembolism, stroke, and unspecified major bleeding events necessitating hospitalization or blood transfusion. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.